Manufacturer narrative:
H3: product analysis found verified software problem. Could not update software. Ssd card failure. H6: previously applied codes fdm b21, fdr c21, fdc d16 are no longer applicable. Additional code img g02030 is no longer applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: 1. Model number: nim4cpb1; serial number/lot number: (B)(6), manufactured date: 2023-07-18. H3: product analysis found unit presented with software v1.5.4. Updated unit to software 1.6.4. No other anomalies were found. H6: previously applied codes fdm b21, fdr c21, fdc d16 are no longer applicable. Codes applicable are fdm b01, fdr c19, fdc d20. 2. Model number: nim4cpb1; serial number/lot number: (B)(6), manufactured date: 2023-07-18. H3: product analysis found unit presented with software v1.5.4.updated unit to software 1.6.4. No other anomalies were found. H6: previously applied codes fdm b21, fdr c21, fdc d16 are no longer applicable. Codes applicable are fdm b01, fdr c19, fdc d20. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during setup, the system does not upgrade to 1.6.4. When the usb is mounted, the system prompts shut down. However, when the system shuts down, a blinking curser is seen in the top left corner of the screen. The spinning upgrade wheel never appears. After a few seconds, the curser disappears and the system shuts down completely. Troubleshooting done, attempted upgrade with two different usbs. Did not resolve. Checked usbs for archive folder, no archive folder present. Bypassed internal power strip and attempted upgrade, did not resolve. Attempted upgrade using multiple usb ports, did not resolve. There was no patient involvement.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: previously applied codes fdm b17, fdr c20 are no longer applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: 1. Model number: nim4cpb1; serial number/lot number: (B)(6), manufactured date: 2023-07-18. H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. 2. Model number: nim4cpb1; serial number/lot number: (B)(6), manufactured date: 2023-07-18. H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Additional information was received indicating that both patient interfaces, serial number/lot number: (B)(6) and serial number/lot number:(B)(6), were involved in the same event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.